Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to replace the implant magnet under general anaesthesia on (B)(6) 2024. This report is submitted on may 24, 2024.

Manufacturer narrative:
This report is submitted on april 09, 2024.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to sustaining a head trauma. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.